Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that he decided to remove the dental implant during its installation surgery due to the high primary stability achieved (70ncm). He also informed that immediate implant procedure was performed.